Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was difficult to advance through the atrial septum and the patient experienced a drop in blood pressure and ventricular fibrillation (vf) after the attempt. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. It was noted that the transspeptal puncture was difficult to perform due to patient anatomy and it was not confirmed via intracardiac. Echocardiography (ice), so the puncture was performed after mapping the right atrium. When the sheath was advanced it was unable to cross the atrial septum, and a drop in blood pressure was observed as the sheath was advanced over the guidewire. The patient's blood pressure dropped into the 30's mmhg and then vf occurred. An extracorporeal membrane oxygenation (ECMO) device was inserted into the patient while a cardiac massage was being performed. The procedure was cancelled and the patient was hospitalized after open heart surgery. The event is ongoing. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was difficult to advance through the atrial septum and the patient experienced a drop in blood pressure and ventricular fibrillation (vf) after the attempt. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. It was noted that the transspeptal puncture was difficult to perform due to patient anatomy and it was not confirmed via intracardiac echocardiography (ice), so the puncture was performed after mapping the right atrium. When the sheath was advanced it was unable to cross the atrial septum, and a drop in blood pressure was observed as the sheath was advanced over the guidewire. The patient's blood pressure dropped into the 30's mmhg and then vf occurred. An extracorporeal membrane oxygenation (ECMO) device was inserted into the patient while a cardiac massage was being performed. The procedure was cancelled and the patient was hospitalized after open heart surgery. The event is ongoing. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient also experienced perforation, and blood had accumlated in the lungs. No additional information was received regarding the patient's condition.

Event description:
It was reported that the sheath was difficult to advance through the atrial septum and the patient experienced a drop in blood pressure and ventricular fibrillation (vf) after the attempt. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. It was noted that the transspeptal puncture was difficult to perform due to patient anatomy and it was not confirmed via intracardiac echocardiography (ice), so the puncture was performed after mapping the right atrium. When the sheath was advanced it was unable to cross the atrial septum, and a drop in blood pressure was observed as the sheath was advanced over the guidewire. The patient's blood pressure dropped into the 30's mmhg and then vf occurred. An extracorporeal membrane oxygenation (ECMO) device was inserted into the patient while a cardiac massage was being performed. The procedure was cancelled and the patient was hospitalized after open heart surgery. The event is ongoing. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient also experienced perforation, and blood had accumlated in the lungs. No additional information was received regarding the patient's condition. It was later reported that a perforation occurred in the posterior wall of the left atrium. The perforation occurred when the sheath could not be passed after the wire passed into the left atrium with the bb, and blood pressure dropped while trying to pass through several types of sheaths, including the sl8.5fr sheath, sl10fr sheath, and faradrive. The sl was the only sheath in the patient's body at the time of the drop in blood pressure, so the faradrive was not inserted.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the ventricular fibrillation, hypotension, pericardial effusion, hemothorax, cardiac perforation, hemorrhage, and cardiac arrest are known inherent risks with use of this product. The difficulty advancing the sheath also could not be confirmed due to the device disposal. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that the ventricular fibrillation, hypotension, pericardial effusion, hemothorax, cardiac perforation, hemorrhage, and cardiac arrest are addressed as potential procedural complications when using the faradrive sheath. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive sheath device confirmed that the event of ventricular fibrillation, hypotension, pericardial effusion, hemothorax, cardiac perforation, hemorrhage, and cardiac arrest are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: based on the information provided, the reported event of ventricular fibrillation, hypotension, pericardial effusion, hemothorax, cardiac perforation, hemorrhage, and cardiac arrest are known inherent risks of the faradrive sheath. As stated by the instructions for use, "potential adverse events associated with use of the faradrive sheath includes, but are not limited to: cardiac arrest, hypotension, arrythmia (new or exacerbated), vessel trauma, including: hemothorax, cardiac trauma, for example: cardiac perforation/cardiac tamponade/pericardial effusion. Without return of the sheath, the cause of the advancement difficulty was not able to be determined. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. Correction to the follow-up 1 MDR in blocks b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the sheath was difficult to advance through the atrial septum and the patient experienced a drop in blood pressure and ventricular fibrillation (vf) after the attempt. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. It was noted that the transspeptal puncture was difficult to perform due to patient anatomy and it was not confirmed via intracardiac echocardiography (ice), so the puncture was performed after mapping the right atrium. When the sheath was advanced it was unable to cross the atrial septum, and a drop in blood pressure was observed as the sheath was advanced over the guidewire. The patient's blood pressure dropped into the 30's mmhg and then vf occurred. An extracorporeal membrane oxygenation (ECMO) device was inserted into the patient while a cardiac massage was being performed. The procedure was cancelled and the patient was hospitalized after open heart surgery. The event is ongoing. The device is not expected to be returned for analysis due to disposal. On (B)(6) 2025: it was further reported that the patient also experienced perforation, and blood had accumlated in the lungs. No additional information was received regarding the patient's condition. It was later reported that a perforation occurred in the posterior wall of the left atrium. The perforation occurred when the sheath could not be passed after the wire passed into the left atrium with the bb, and blood pressure dropped while trying to pass through several types of sheaths, including the sl8.5fr sheath, sl10fr sheath, and faradrive. The sl was the only sheath in the patient's body at the time of the drop in blood pressure, so the faradrive was not inserted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the follow-up 1 MDR in blocks b5 describe event or problem and h6 patient codes.